Event description:
Patient reported "rupture". Later patient reported "possibly not sitting correctly". Later healthcare professional reported "lump", "rupture", "multiple silicone lymph nodes in axilla" and "sits lower". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.